Manufacturer narrative:
(B)(6).

Event description:
Information received by manufacturer representative reported that the impedance of contacts 7 and 11 were out of range (greater than 10,000 ohms). These contacts were not used in programming. No patient complication was associated with the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the first reporting of the high impedance was in 2017. Serial/lot numbers of the leads are unknown. The implant date for the leads was (B)(6) 2014. It was noted that this information was confirmed with the healthcare professional.